Event description:
Report received from the USA stating that the device is "running hot." The device was not being used during surgery. No injuries were reported. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "running hot" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted. (B)(4).